Event description:
It is reported the pt was revised due to dislocation. In addition to the liner, the surgeon revised the cup for it to be compatible with the alternative liner.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.